Event description:
It was reported to philips that the rfu indicator on the device was not displaying an hourglass when the unit was operational. There was no reported patient or user involvement and no adverse patient/user impact.